Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Failure analysis investigation did not find any derailed cable. An additional observation not reported by site was that the instrument's pitch cable was found to be broken at the proximal clevis hub. The clevis does not exhibit any wear. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. An additional observation not reported by site was that the instrument's bipolar pins was bent. The bottom pin was bent at the housing back end. The bipolar insert was still intact. The instrument passed electrical continuity testing. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument cable was derailed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.